Event description:
It was reported during the implant procedure that there was an inability of the device to measure atrial impedance. Atrial lead measurement was < 200 ohms, when atrial lead was plugged into rv port on device, impedance was normal. The lead was not implanted. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.